Event description:
The customer stated that she was connected while priming the insulin pump and was subsequently hospitalized due to hypoglycemia. The customer inserted the infusion set prior to priming the insulin pump. The customer was advised that inserting the infusion set should be the last step when changing the infusion set. During the phone call, the customer stated that she filled the reservoir with 100 units of insulin, but the reservoir was already down to four units remaining. The customer stated that she was not connected during priming. The customer's blood glucose reading was 308 mg/dl at the start of the phone call. Paramedics were called to treat the customer for a possible insulin overdose. When paramedics arrived, the customer's blood glucose reading had dropped to 107 mg/dl. It was alter reported that the customer was hospitalized due to hypoglycemia and that the customer was connected to the insulin pump during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.